Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events - 5 events were reported for this quarter. Product return status - 5 devices were received for evaluation. Evaluation status - 3 events were confirmed during testing. - 2 devices were found to be affected by missing paint chips and compromised lubrication. - 1 device was found to be affected by missing paint chips and corrosion. 2 device evaluations are in progress. Additional information - 5 devices were not labeled for single-use. 5 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 5 </noe> malfunction events in which the device had paint chips missing and reportedly overheated. 5 events had no patient involvement; no patient impact.

Event description:
This report summarizes <noe> 5 </noe> malfunction events in which the device had paint chips missing and reportedly overheated. 5 events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 5 total events were initially reported. 2 previously reported events are included in this follow-up record.   Product return status 2 devices were received.    Evaluation status confirmed 2 reported events were confirmed during testing. -  devices were found to be affected by chipped paint and corrosion.   Additional information 2 devices were not labeled for single-use. 2 devices were not reprocessed and reused.